Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported receiving a replace battery alertreplace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hrs before the replace battery alert. The customer reported receiving a battery failed alarm. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer reported receiving a pump error. The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement no harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no low battery alarms. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No failed battery alarm noted during testing however, noted in the pump trace download on [(B)(6) 2024] at [14:41:24.000]. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, pump error 63 (variable=15) (line number 147 file number 2017) was confirmed in the formatted history file on (B)(6) 2024 at 14:41:21.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay peeling, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and serial number label missing. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Pump error 63(variable=15) (line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error with twi interface((B)(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.